Event description:
Patient presented to physician with significant ipg site swelling (no fever or pain) 6 weeks after implant. Physician drained 20-25cc of serous fluid in the or and applied a pressure dressing to address the issue.